Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Visual inspection indicates a clean torsional shear failure. When the internal tension built up from expanding the screw is not relieved by turning the t-handle counter clockwise before removal attempt, a torsional shear failure of the expansion shaft can occur. This is caused by the extra grip on the expansion shaft threads if the shaft is being pulled tightly.

Event description:
The screw did not expand properly when attempting to remove the expansion shaft from the screw. The tip of the shaft fractured. It was removed from the patient.